Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection of the returned sample showed that an incomplete and damaged lens was returned. The lens was contaminated and dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens additional analysis is not possible. The lens condition is consistent with a lens that has been explanted from the patient's eye. Results of in line dimensional measurements show all dimensions of the lens measured during manufacturing, were within specification. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
A review of the manufacturing records was performed. The production order was released per sterilization batch where there were no non conformances. The dimensional measurement results showed all dimensions were within specification. There were no associated nonconformity material reports with respect to the production order. There were no environmental monitoring related non conformances within the timeframe this production order was manufactured. The production order was not produced under deviation. There were no process and/or material changes and based on the manufacturing record review and historical review no non-conformances were identified. The product met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the iol dislocated and could not be rotated back to its original position because adhesions had formed around the haptics. Patient also experienced visual impairment. The iol was explanted in a secondary procedure. Customer also noted malfunction of the intraocular lens and scar tissue of anterior capsule prior to the lens explant.